Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds in multiple locations and the helix could not be retracted due to multiple extensions and retractions. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.